Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted. On (B)(6) 2017, third degree av block was observed and a permanent pacemaker was required. The implanting physician reported the relationship of the event to the product or procedure was unknown. (Clinical study patient ID: (B)(6)).